Event description:
It was reported that following a sling procedure, the pt went into retention. The doctor took the pt back to surgery and cut the sling. Since the procedure, the pt has retained continence, possibly due to scar tissue. No further complications have been reported.